Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) regarding the patient. It was reported that the patient was admitted to the hospital and had an magnetic resonance imaging (MRI), and the patient believed the pump was not working. The hcp stated that the patient arrived with some pain before he was admitted but he was able to ambulate. The hcp stated that after being in the hospital for 6 days, the patient was in excruciating pain, wincing and tearful. The hcp stated that the patient was not able to stand or walk. The hcp stated that she had not heard the pump alarm.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving unknown baclofen via an implantable pump. The indications for use was intractable spasticity. It was reported that the healthcare provider (hcp), an MRI technician, stated that the patient was in the ER with back pain and they had scheduled a MRI of the spine. The hcp stated that the patient stated their pump was "not working" anymore. The hcp could not define what was meant by not working other than to say the patient was not getting it filled.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) stated that the serial number/software version were unknown. The cause of the event was unknown. Action: the physician recommended replaying the pump. The pump was replaced to be certain there was no issue with the pump. No additional information was available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal lioresal 2000 mcg / ml at 96.1 mcg via an implantable pump. It was reported that the replacement doctor noted being told by the managing physician that the pump was "not working". The replacement doctor decided to replace both the pump and catheter to resolve any issues. The managing physician noted that at a refill appointment, when he interrogated the pump it stated it was low reservoir, but was able to pull out 30 cc's of drug. It was stated that he did not do a dye study as he thought the issue must be with the pump. The managing physician referred to replacement physician for a new pump and catheter. The issue was resolved at the time of the report.